Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient initially presented with myocardial infarction (mi). A 99% stenosed target lesion was found in the severely calcified and severely tortuous proximal to mid left anterior descending (lad) artery. A rotablator was used to first treat the lesion. Because the lesion was not fully ablated after using the rotablator, the lesion was pre-dilated with a maverick over-the-wire (otw) 2.0x15mm balloon and quantum maverick monorail (mr) 2.5x12mm balloon. Next a taxus liberte¿ 3.0x32mm stent was advanced and deployed at the lesion site at 18atms. Post-dilatation was performed using a quantum maverick mr 2.5x12mm balloon at 20atms. Intravascular ultrasound (ivus) confirmed there were no anomalies. The procedure was successfully completed and no patient complications were reported. The patient had been treated with aspirin and clopidogrel for six months prior to the procedure and had recently begun treatment with cilostazol. The patient received aspirin, cilostazol and clopidogrel post-procedure. Three days post-procedure thrombosis was discovered at the stent site. The thrombosis was aspirated and a non-bsc 20mm balloon and a maverick 30mm balloon were used to balloon the vessel. Timi-3 flow was restored. The physician felt that because the lesion may not have been fully ablated after using the rotablator, the stent may not have been fully apposed.